Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records were provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to posterior cruciate ligament rupture. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.